Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the stimulator wasn't working for about the past 3 months. Patient said they kept trying to get a hold of manufacturer but didn't know who to call. Patient mentioned they were all the way up to 4 to get power to help get rid of their sciatic nerve pain, but it was not working too much anymore. Patient said on their black box (agent understood controller) they could get one battery to charge, but not the other; one battery had a red line. Agent had the patient unlock the controller, but they got no device found. Agent asked, patient said the last time they were able to charge the implant was about a month and a half ago. Agent asked patient to get their recharger, but they were adamant that they only had one charging cord and didn't seem to know what agent meant when describing the recharger. A replacement recharger telemetry module (rtm) was sent out. Patient will call back for further assistance. Patient called in and confirmed they received the recharging paddle but they're still getting no device found. Agent had patient go to passive recharge mode (prm) and tapped recharge. Agent reviewed prm to patient and patient provided prm 82-86-85. Patient then confirmed controller was at 100% recharging excellent. Agent advised the patient to continue charging the implant until it's fully charge, agent also reviewed charging of the controller. Patient called in and confirmed they received the recharging paddle but they're still getting no device found. Agent had patient go to passive recharge mode (prm) and tapped recharge. Agent reviewed prm to patient andpatient provided prm 82-86-85. Patient then confirmed controller was at 100% recharging excellent. Agent advised the patient to continue charging the implant until it's fully charge, agent also reviewed charging of the controller. Patient mentioned historical information on their medical implant during the call. Caller said the pt (patient) was sent an rtm (recharger telemetry module) and it did not work and they wanted a return label. Pt (patient) was not with caller but the caller said the pt was setting their intensity level to the h ighest setting but they still had pain for they were not getting relief. They wanted to meet with a medtronic rep. Agent provided nas phone number and redirected caller to healthcare provider (hcp). Additional information was received from patient (pt) stating it was possibly the battery since it can't find the unit in my back and witing for a rep to check it outand the issue has not been resolved.

Event description:
Additional information was received from patient stating they were redirected to manufacturing rep and the rep has reprogrammed the device. Cannot find the device issues are resolved and the patient is satisfied.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.